Event description:
It was reported that since the implantable neurostimulator (ins) replacement in (B)(6) 2011, the patient had gal mal seizures "every friday at 7:40am." However, the patient's dystonia remained under control since the implant of the dbs. The patient fell about 5 times due to the gal mal seizure. The device was checked approximately (B)(6) 2012 and the system was intact. Approximately (B)(6) the patient had the stimulation turned off for 24 hours and the following day at 7:40am, the patient did not have gal mal seizure. The patient was only able to be tested for 24 hours, any longer and his dystonia would get worse. After the 24 hours, the stimulator was turned back on and he would get a gal mal seizure the following day. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report. Reference MFR report # 3004209178-2012-04634 for related concomitant device event.

Event description:
Follow up information received reported that the event was determined by the physician to be psychosomatic. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 7482a40 serial# (B)(4) implanted: 2007-(B)(6) explanted: product type extension product ID 748266 serial# (B)(4) implanted: 2007-(B)(6) explanted: product type extension product ID 7426 serial# (B)(4) implanted: 2007-(B)(6) explanted: 2011-(B)(6) product type implantable neurostimulator product ID 7426 serial# (B)(4) implanted: 2007-(B)(6) explanted: 2011-(B)(6) product type implantable neurostimulator product ID 37642 serial# (B)(4) product type programmer, patient product ID 3387s-40 lot# v013081 implanted: 2007-(B)(6) explanted: product type lead product ID 3387s-40 lot# v013081 implanted: 2007-(B)(6) explanted: product type lead. (B)(4).

Event description:
Additional information was received that reported both of the patient's implantable neurostimulators (inss) were implanted on the same side. Because the patient had no history of seizures prior to the ins replacement in (B)(6) 2011, the patient's neurologist theorized that there was possible "cross-talk" between the two inss or leads. The settings were changed from monopolar to bipolar mode. After the patient was switched to bipolar mode, the seizures stopped, but the patient's dystonia worsened. The voltage was increased from 3.6 v to 4.1 v but did not affect the dystonia. The patient had to be returned to monopolar mode due to the severity of the dystonia symptoms, and the seizures returned. The neurologist was considering moving one ins to the other side of the patient to eliminate the "cross-talk." It was noted that an eeg was performed and was normal and a CT scan showed the leads were well placed. The patient was also started on antiepileptic drugs including clonazepam, keppra, and depakote. If additional information is received, a follow up report will be sent.